Event description:
The facility reports the cna was starting to transfer the resident with the assistance of another cna. They stopped the transfer so the first cna could put on gloves. The resident had been raised up only enough to bring the sling taught and to slightly start to lift the resident from the seat of the wheelchair. While the cna was putting on her gloves, the hanger bar fell off the lift and hit the resident. No injures were reported.